Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 & h6 ( hecc, heic) with this report.

Event description:
Updated summary: customer reported that on (B)(6) 2023 she had a high blood glucose of 300mg/dl when she got into the car. Then, less than 20min later, she crashed into a pole and totaled her car and when the paramedics arrived her blood glucose was 55mg/dl. She sustained a bruised chest. The event happened between 5:30pm and 6pm. The paramedics came at 6pm. They took her to the emergency room. She was not hospitalized. Customer was treated with glucose/carbohydrate for the low. Customer said at 5:14pm, she programmed a temporary basal for 5.5 hours. She alleged that her future ex-husband hacked into the pump and gave her a bolus she did not program. The remote bolus feature was not enabled and there was no bolus seen in that time frame in the pump history. Customer did not get assistance in programming her pump. Customer said she kept her blood glucose high because she feared that her ex would manipulate the pump and take her down to extreme low. She also said the pump does not alert her for drops in blood glucose and does not suspend the insulin when low. Pump was used at the time of the incident.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 529 mg/dl at the time of the event. The customer was treated with the food/ glucose tablets/ carb intake. Emergency room and was also hospitalized. It was also found that the customer had a bruised chest. Troubleshooting was performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.